Event description:
In additional information received on 31jul2020, it was reported that no harm to the patient or delays in care were reported for this event. The issue was first observed in the neuro critical care/sicu. Two days after trach placement on (B)(6) 2020, the outer white plastic cannula was found to be broken off from the collar and freely moving in and out of the anterior neck tract. The patient was immediately sedated and paralyzed with stat anesthesia consult. The outer cannula was secured with prolene ties to the external tracheostomy collar. At bedside, a 7.0ett was placed with glidescope by the anesthesia service. This was followed by bronchoscopy through the tracheostomy via the et tube. Mild clear secretions were encountered and suctioned away. When tidal volumes, end tidal co2 and spo2 were confirmed appropriate, the sutures, ties and balloon were taken down on the patient's broken tracheostomy. The stoma was digitally covered to maintain tidal volumes and the bronchoscope was replaced with the et tube. A new size 8 shiley was replaced under bronchoscopic visualization and the ventilator tubing was switched to the tracheostomy. The et tube was then removed and the tracheostomy was sutured in place with 4 2.0 prolene stitches. A repeat bronchoscopy was performed to verify the tracheostomy tube placement. Foam dressing and velcro ties were placed to secure the tracheostomy. The patient tolerated the procedure well and was taken back to the ICU.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, section c. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction, the following fields are unknown: d4- product lot, d4- product lot (MDR), d4- expiration date, d4- UDI, h4. Investigation - evaluation an issue was reported with a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley (c-ptisy-100-hc-perc8). During its use, the outer white plastic cannula was found to be broken off from the collar. This was interpreted to be flange separation. The device was removed and a replacement device was placed under bronchoscopic visualization. Cook became aware of this event on 15may2020 upon being notified by lutheran medical center. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device master record (dmr) revealed that the affected component is supplied to cook. The user provided a cook lot number but later stated that it was unknown. Though the lot number for this event has been declared as unknown as a result of this, cook regardless completed a review of the DHR for the initially reported lot number (10097897), which revealed no recorded non-conformances. A database search using that lot number found no other associated events. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence indicating that non-conforming product exists either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ptis_rev4 [ciaglia blue rhino percutaneous tracheostomy introducer] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings only physicians trained and experienced in percutaneous tracheostomy techniques should use this device. Precautions an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in the identification of anatomical variances. This product is intended for use by physicians trained and experiences in percutaneous tracheostomy techniques. Standard techniques for percutaneous placement of tracheostomy tubes should be employed. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event was unable to be established. Appropriate measures within the component supplier have been initiated to address this event and failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient and/or event information has been received since the previous medwatch report was sent.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: assistant director. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the shiley at the connection of the tracheostomy hub of a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley device broke off. Consequently, the device had to be removed and replaced in an additional procedure. There were no issues identified during the initial tracheostomy insertion on (B)(6) 2020, as a difficulty airway was not identified. The patient was extubated on (B)(6) 2020 and re-intubated on (B)(6) 2020. The patient was re-extubated on (B)(6) 2020. During tracheostomy care, the shiley of the device broke off. The device was replaced due to the outer white plastic cannula being broken from the collar and freely moving in and out of the anterior neck tract. No additional patient harm has been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.